Manufacturer narrative:
(B)(4). Date sent: 6/15/2023. Originally reported under: 3005075853-2023-00647.

Event description:
It was reported that during an unknown procedure after the device was fired, staple leg didn't make a full b shape. Retrieved reload and as much as staples as possible, hand sutured cut site and finished surgery. There were no patient consequences.